Event description:
Reported due to surgical removal of the device. The physician attempted arteriotomy closure with a perclose proglide device following an interventional procedure. The procedure was done via the right common femoral artery. Fluoroscopy was performed prior to the procedure; no calcification was noted and the vessel "looked good." The device was inserted without difficulty. The pt was described as having a "very deep tissue tract." Reportedly "the foot would not retract and was visualized under fluoroscopy." The pt was transferred to the operating room. The device was surgically removed in its entirety and the artery was repaired with a "patch." The pt was discharged the next day in "good condition." Although requested, additional pt info was not available.